Event description:
It was reported that during the implant procedure the physician had to extend/retract the helix multiple times in order to find good sensing. The physician felt the helix may have become clogged with tissue and was not operating correctly. The lead was removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).